Event description:
Patient reported finding moisture in the cartridge chamber. He cleaned out the cartridge chamber with a cotton swab; however, the moisture reappeared the following day. Patient reported that the moisture smells like insulin. Patient's blood glucose was not affected and no treatment was received.